Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102, charge profile fault, discharge profile fault) was confirmed. Upon investigation resistor r45 was open on the monitor ca board, causing the service code 102 and charge and discharge faults. The cause for the open resistor was a defective high-voltage capacitor c22 on the monitor defibrillator board. Capacitor c22 was broken from the negative pad of the defibrillator board. The root cause for the damaged c22 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The pt received a replacement monitor.

Event description:
Download data from a (B)(6) male pt revealed service code 102, charge profile faults, and discharge profile faults. Zoll customer support contacted the pt and issued him a replacement monitor.